Event description:
Pt has had multiple breast implant surgeries (8) since 1970 when they had silicone breast implants placed. Current saline breast implants were explanted secondary to deflation of the right breast implant and asymmetry. Pathology report confirmed deflation of the right breast implant and noted a single hole that appeared to be on the posterior surface of the implant-left breast implant intact. MFR of the breast implants is unknown.